Event description:
It was reported that the rod introduction pliers for dual-opening impl f/6.0mm rods has a piece that has broken off and that the piece of the rod introduction pliers for side-opening implants that holds the collar was also broken, but remained intact, and was not functioning properly. Both devices were found broken in the spd room. There was no patient involvement and no delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the rod introduction pliers belong to the dual-opening uss system. One pair of rod introduction pliers (part 388.509, supplier lot# a7na254, synthes lot# 4802111, mfg 23jun2004; part 2) were returned with the complaint: ¿it was reported by the sales consultant that the rod introduction pliers for dual-opening impl f/6.0mm rods has a piece that has broken off and that the piece of the rod introduction pliers for side-opening implants that holds the collar was also broken, but remained intact, and was not functioning properly.¿ upon evaluation of the complained device it was seen that collet was broken at the weld point. This complaint is confirmed.this investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a service history record review was attempted for the subject device. A review could not be performed because the subject device is a lot-controlled item. The manufacture date of this item is 17-nov-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the item was broken. The synthes repair technician reported the collet was damaged, and the set screw was stripped. ¿damaged component¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: tube, nut, collet, retaining collar and set screw dog point. This item was repaired, passed synthes final inspection and was returned to the customer on 10-jul-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date subject device was received by manufacturer was jul 2, 2015, not jul 6, 2015 as initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No known patient involvement. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.